Event description:
It was reported that the patient had gone to the dentist for a teeth cleaning and when the patient came out it came on. The patient stated ¿she high tailed it home to get her unit to turn it off.¿ that was the first time that had ever happened. It was noted that the patient had not used the implantable neurostimulator (ins) for years but was now using it again for their upper body reflex sympathetic dystrophy (rsd) pain. The patient¿s therapy was for arms, shoulders, and finger pain. It was noted that the ins worked well for that. Patient now had pain in her hip and down her legs; this pain was different than the rsd pain in the upper body. The patient had been told that the lower body pain was tendonitis and arthritis. It was noted that there was no indication that the lower body pain was caused or contributed to the implanted system. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3888-28, lot# j0108133v, implanted: 2001-(B)(6), product type lead, product ID 7495-66, serial# (B)(4), implanted: 2001-(B)(6), product type extension, product ID 7495-51, serial# (B)(4), implanted: 1999-(B)(6), product type extension, product ID 7434-e, serial# (B)(4), implanted: 1999-(B)(6), product type programmer, patient. Product ID 3888-28, lot# l68992, implanted: 1999-(B)(6), product type lead. (B)(4).